Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/24/2020. Corrected information: d3, g1, g2. Additional information: d10, h6. A manufacturing record evaluation was performed for the finished device ph8456, and no non-conformities were identified. Additional h3 investigation summary: it was reported performance breakage suture. Twenty-two unopened samples of product code vcp359, lot # ph8456 were returned for analysis. The complaint sample was not received. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pbk490, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent hip replacement procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke when sewing the first stitch with slight force. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.